Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4 mm x 39 mm enterprise®2 stent was received contained in the decontamination pouch. Visual inspection was performed. The enterprise stent was observed stuck at the distal end of the concomitant microcatheter. No appearance of damages was observed. An attempt was made to remove the enterprise sent from the microcatheter, but it was met with high resistance both ways. The device was inspected under x-ray magnification, and no internal damages were identified. A dissection was made at the distal end of the microcatheter, and high amounts of blood and clots were found occluding the microcatheter. The stent was retrieved from the guidewire and microscopic inspection was performed. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The issue reported regarding the stent being impeded in the microcatheter was confirmed based on the high resistance met while attempting to advance and retract the delivery wire through the microcatheter. Although a continuous flush was reported, the high amounts of blood and cloths suggest that the flush was insufficient leading to the high resistance. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8946024. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 09-jan-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8946024. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted embolization procedure targeting an aneurysm on the v4 segment of the left vertebral artery (va), the 4 mm x 39 mm enterprise®2 stent (encr403912 / 8946024) was impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31408914) and could not pass through the microcatheter. The physician retracted the stent and delivered it again but encountered the same issue. The physician then removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure. There was no negative patient impact. On 12-dec-2024, additional information was received. The information confirmed the procedure was a stent-assisted embolization of the v4 segment of the left vertebral artery. An adequate continuous flush was maintained through the microcatheter. There was no resistance during the advancement of the stent. When the stent was removed, it was still on the delivery wire. The stent / stent delivery did not appear damaged when the system was removed. There was no damage noted on the microcatheter. The replacement stent was another 4 mm x 39 mm enterprise®2 stent (encr403912) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and no delay in the procedure due to the reported issue.